Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient had requested the removal of a tibial nail because the patient's leg felt weak and they thought it may have been due to the weight of the nail. The nail had been implanted for approximately 15 years and the surgeon was unable to remove it; no patient harm was reported and no future intervention is planned.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; visual and dimensional evaluations could not be performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. X-rays provided were sent to third-party hcp for review. Their review noted that the overall fit of the hardware appears normal. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available to report.